Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the motor in insulin pump was slower and did not always "got" low battery and reservoir alerts. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack on inside bottom of screen and had bad battery alert. The insulin pump will not be returned for analysis.